Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse replaced the sample nozzle. Then fse adjusted cables after receiving z-axis errors. The customer ran controls and all are within range instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found none other complaint with similar events. The most probable cause for this event is sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 the customer reported 2070 clogging detected during specimen suction by main arm while running quality control (qc). The customer indicated that they wiped down the sample nozzle but the error still occurred. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg, ctni2 and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.